Manufacturer narrative:
Lot number is unknown as it was not provided. Expiration date is unknown as lot number was not provided. Unique identifier is unknown as lot number was not provided. Manufacturer date is unknown as lot number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported a cataract patient experienced descemet's detachment. A brief description from the surgery center indicated the surgeon reporting that the patient had descemet detachments when using the phacoemulsification unit and believes it may be related to the irrigation sleeve as the surgeon feels the sleeve may need to fit more tightly on the phaco needle. The surgeon is currently using a 21 gauge with a light blue sleeve through a 2.4 mm incision. Through follow up, the surgeon suspected the irrigation sleeve snagged the edge of the descemet. For the time being, the surgeon is being very cautious to enter the eye with irrigation off and once the irrigation ports are past the incision, the surgeon begins irrigation. The surgery center reported the patient had air bubbling (air injection) performed for the treatment of the descemet¿s detachment. At a post op exam, the patient had 20/60 visual acuity with residual myotonic dystrophy scroll. The surgeon indicated the patient outcome is expected with more improvement. The surgery center indicated the sleeve was discarded.